Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015 ) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two 3dmax mesh (device 1 and 2). Per op notes, "two 3dmax mesh (device 1 - left and 2 - right) were placed in the abdomen." (B)(6) 2022 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of 3dmax mesh (device 3) and lysis of adhesions. Per op notes, "adhesions between the sigmoid colon and left pelvic was released. An extra-large left sided 3dmax mesh (device 3) was placed to the peritoneum."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.